Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The patient reported that his receiver overheated while on charge and it caused a fire. Some part of his house caught on fire and he was taken to the hospital because he sustained a minor burn on his hand while trying to remove the receiver from the charger. The burn was treated with vaseline and he stated at the time of the report the next day that he was fine and the burn was okay. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 05/03/2021. The patient reported that his receiver overheated while on charge and it caused a fire. The electrical outlet/wall socket caught on fire and had to be replaced by an electrician. The fire department was not called. He was taken to the hospital because he sustained a minor burn on his hand while trying to remove the receiver from the charger. The skin on his hand was very itchy and the burn was treated with vaseline lotion. No debridement, surgery, or other medical intervention was required. He had stated at the time of the initial report the day after the event that he was fine, and the burn was ok. He stated during the follow up call that the area had completely healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).